Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The customer indicated that the elevated accu tnl result was 1.42 ng/ml. The result was reported out of the lab. The customer indicated that a new sample was collected from the pt and tested for accu tnl. The accu tnl result was "<0.30". The customer re-tested the pt 2 samples for accu tnl on the access 2 instrument. The identical accu tnl results of "<0.30" were obtained for both samples. The customer indicated that the pt had an EKG, but no invasive procedures were performed. No injury has been reported which can be attributed to or connected with this event.